Event description:
Account obtained an imx b-hcg result of 9000 mlu/ml. The pt was redrawn and tested at a hosp and was <5.0 mlu/ml. The original specimen was retested and was <5.0 mlu/ml. The pt was rescheduled for surgery. Account is a reference lab and was unable to provide any further pt info.